Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The customer reported pulling fifteen (15) patient samples that were run on the date of the event ((B)(6) 2015) for repeat testing on (B)(6) 2015. The customer repeat tested these samples and noted result recovery comparable although results had a bias low. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the erroneous access accutni+3 result is cannot be determined with the available information.

Event description:
The customer reported an erroneous troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer repeat tested the sample one (1) week later on the same unicel dxi 600 access immunoassay system and obtained lower results, within the normal reference range of the assay. The initial access accutni+3 result was reported outside the laboratory and the patient was admitted to the hospital. The customer did not note access quality control (qc) issues or system errors at the time of the event. The sample was lithium heparin plasma. The sample was centrifuged at 3000 revolutions per minute (rpm) for four (4) minutes. No sample integrity issues were noted.